Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave blood glucose results of 180 mg/dl and 64 mg/dl less than 10 minutes apart. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.